Manufacturer narrative:
Correction: in initial report, it was indicated the patient reported the symptoms are interfering with daily activities, however, the symptoms were not interfering with daily activities. Correction: in initial report, the manufacturer date provided was incorrect as it should have indicated the year 2008 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with corneal epithelial disruption with a small erosion in the right eye (od) at post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient comments were of blurred vision and irritation on the od, 10 days after the laser treatment. Patient reported the symptoms are interfering with daily activities. The patient is scheduled for a possible epithelial debridement. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.50 x -.50 x 110, left eye pre-op 20/20 -2.50 x -.75 x 75. Bcva from (B)(6) 2018: right eye post-op 20/100.